Manufacturer narrative:
Concomitant medical products according: item: shell with cluster holes porous 58 mm catalog #: 65-8753-058-01, lot #: 62578982; item: biolox delta ceramic taper liner, size ll / 36 catalog #: 00-8775-013-36, lot #: 2748997; item: alloclassic, sl stem, offset, uncemented, 4, taper 12/14 catalog #: 01.00121.040, lot #: 2740759. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery due to infection approximately eight months post implantation. Additional information has been requested and is currently not available.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: infection. Event summary: njr informed zimmer biomet about certain patient's experiences with alloclassic sl stems resulted in revision surgeries. The case at hand treats the experience of a 59 years old male patient. The patient was revised around 8 months post implantation due to infection. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination for the alloclassic, sl stem using rmw: biological contaminated device is implanted due to cleaning process failure not possible the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, this cause can be excluded. Biological contaminated device is implanted due to sterilization process failure not possible the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, this cause can be excluded. Biological contaminated device is implanted due to contaminated device due to packaging failure not possible a systematic issue with the packaging design would have been detected as part of the issue evaluation assessment. Biological contaminated device is implanted due to inadequate transport/handling/storage condition possible, the handling and storage of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. Biological contaminated device is implanted due to explanted implant is used for new implantation surgery not possible no information recieved, that a single use device was reused. Therefore, this cause can be excluded. Root cause determination for the biolox delta, ceramic femoral head using rmw: non-sterile device is implanted due to sterilization process failure not possible not possible: the sterilization method is validated according to the sterilization specification. Non-sterile device is implanted due to contaminated device due to packaging failure possible, the packaging of the product is validated according to the packaging specification. Nevertheless, one should check the product before opening the packaging regarding the existence of any imperfection/deformation. Non-sterile device is implanted due to surgeon resterilizes head possible, IFU (chapter "warnings - single use only do not re-use" and symbol on box label: "not to be re-used" is provided to customers. However, still it is not surely known whether the device was used before or not. Non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage possible, the handling of the device is out of zimmer biomet control. Non-sterile device is implanted, cross contamination due to explanted ceramic head is reused with the same or new femoral stem possible, IFU (chapter "warnings - single use only do not re-use" and symbol on box label: "not to be reused" is provided tocustomers. However, still it is not surely known whether the device was used before or not. Non-sterile device is implanted, cross contamination due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant (e.g. Use of expired product, resterilization of head) possible, IFU (chapter "warnings - single use only do not re-use" and symbol on box label: "not to be re-used" is provided to customers. However, still it is not surely known whether the device was used before or not. Root cause determination for biolox® delta ceramic taper liner using rmw: non-sterile device is implanted due to cleaning process failure not possible -> the cleaning process is validated according to cleaning process validation. Therefore, this cause can be excluded. Non-sterile device is implanted due to sterilization process failure at supplier not possible the steralization process is performed at supplier according to sterilization specification (ce) and sterilization specification (int). Non-sterile device is implanted due to contaminated device due to packaging failure possible, the packaging of the product is validated according to the packaging specification. Nevertheless, one should check the product before opening the packaging regarding the existence of any imperfection/deformation. Non-sterile device is implanted due to inadequate transport/handling/storage condition possible, the handling of the device is out of zimmer biomet control. Non-sterile device is implanted due to inadequate re-sterilization procedure by user => possible, IFU d011500249 (section sterility, re-sterilization - ceramic liners must not be resterilized) state that the liner has not to be resterialized. However, it is unknown if the device was even though resterialized. Non-sterile device is implanted due to implant is falling on the floor during handling in or possible, no surgical report received, describes the surgery performed. Therefore this cause cannot be excluded. Non-sterile device is implanted due to explanted implant is used for new implantation surgery possible, IFU d (chapter "warnings - single use only - do not re-use" and symbol on box label: "not to be re-used" is provided to customers. However, still it is not surely known whether the device was used before or not. Conclusion summary: it was reported by njr that a patient experienced infection around 8 months post-implantation and underwent therefore a revision surgery. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. It is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the appropriate ifus for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of infection include wrong handling of device due to wrong information, wrong resterilization procedures for sterile delivered parts or packaging failure during transportation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).